Event description:
It was reported that the bd neutraclear¿ needle-free connector experienced air in line. The following information was provided by the initial reporter: neutraclear connector on central line sucks in air.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: h6: investigation summary one el-nc1000 sample from lot 21j25-t was received without packaging for investigation. The sample was received attached to an unknown extension tubing and a 5ml bd syringe containing sodium chloride. The customer feedback indicates that they experienced air ingress during infusion when using the neutraclear. The details of this feedback were shared with the legal manufacturer of the product, cair lgl for investigation. Their analysis did not identify any manufacturing defects which may have contributed to the customer's experience; furthermore pressure testing of the sample did not identify any leakage or air ingress throughout testing of the returned neutraclear. A review of the production records from lot 21j25-t did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. H3 other text : see h10.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is cair. This site is an OEM manufacturing site. (B)(4). Device expiration date: unknown. Medical device lot #: an invalid lot # of 21j25-t was provided by the initial reporter. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd neutraclear¿ needle-free connector experienced air in line. The following information was provided by the initial reporter: neutraclear connector on central line sucks in air.